Manufacturer narrative:
Patient information was requested but has not been provided. Although the hardware investigation was unable to confirm the reported event, the most likely cause was related to a hardware fit issue with the mating part. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that after inserting the perc pin into the patient during a spine fusion procedure, the surgeon found that the reference frame would not fit onto the perc pin reference frame. The doctor alleged that the diameter was too large. They opened up another perc pin and were able to easily attach the frame. There was a 10min delay with no impact to the outcome of the patient.